Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was intended to be implanted for the endovascular treatment a 4.5cm abdominal aortic aneurysm. It was reported that the patient's right limb had severe stenosis. During the index procedure, the attempted delivery of the bifurcate stent graft through the left limb was not successful as the device advanced only a few mm from the tip. The delivery system was removed before percutaneous transluminal angioplasty was performed using a 7mm balloon. A 16fr 16-fr dry seal was used, and reportedly it was inserted successfully. The delivery system was attempted to be inserted again but could not advance and percutaneous transluminal angioplasty was performed again. However, during the next insertion attempt, the vessel was dissected, and the blood pressure decreased. The procedure was suspended per the anaesthesiologist. The vessel was repaired, and the blood pressure recovered, however, further delivery was not possible, and the delivery system was removed. As per the physician, the cause of the event was patient vessel morphology. The patient had previously had a femoro-femoral bypass due to blood flow obstruction caused by severe right limb stenosis. The puncture site of the delivery system was located just above the bypass anastomosis site. The physician inferred that tension was caused between the peripheral blood vessel fixed by adhesion and the stenosed common femoral artery, due to calcification, and therefore the blood vessel was dissected. No additional clinical sequelae were reported and the patient is being monitored by the physician. Although the delivery system was retracted, the device was deployed outside the patient's body after the delivery system was removed and it was discarded.

Manufacturer narrative:
Device evaluation summary: scratches were observed on the tip possibly due to calcification. A number of kinks were observed along the graft cover. A slight bulge was observed at the most proximal kink site. Slight separation was observed on the spindle tubing which lined up with the kinks on the graft cover. Based on information received a vessel dissection occurred as the physician experienced difficulties advancing the device. Analysis of the returned device confirmed the presence of scratches on the tip and kinks along the graft cover. As per the physician the difficulties advancing the device and subsequent vessel dissection were due to the presence of calcified plaque. Dissection is recognized as a potential adverse event associated with the implantation of a stent graft. The cause of the event was most likely due to patient vessel morphology. This failure mode will continue to be monitored and trended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.